Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had turned off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the off no power alert. A new battery resolved the issue. They will be sent a replacement battery cap. The device will not be returned for analysis.